Event description:
Customer states that device has been reading high for over a one year period. The customer has been dosing pt's medication based on readings. The customer states that pt has been taken to the hosp multiple times because of going into shock. The customer was given an IV and glucagon on at least one occasion. Controls are currently in range. A request was made for the return of the suspect device and replacement product was sent.